Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted that the sutures had torn. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.

Event description:
On10/2/2023, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp suture ripped on the lateral button side during tensioning. The case was completed using a new tightrope. This was discovered during an orif syndesmosis procedure on (B)(6) 2023. All broken pieces were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.